Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. It was reported that the 6 cm aneurysm narrowed distally to a 40 degree bend on the right side of the aorta. The aorta neck was short at only 8 mm in length, had 30 degree anterior angulation, was reverse-funnel shaped and ranged from 25 to 32 mm in diameter. Vessels were moderately calcified and the aneurysm had mild thrombus. The main body of the bifurcated stent graft was inserted via the right side. Due to the short, angulated neck and worse anatomy on the neck's right side, the proximal end of talent graft was lower on the right side of the neck than on the left. Consequently, a proximal type I endoleak was noted. A talent cuff (MDR # 2953200-2009-01652) and a palmaz stent were implanted, which seemed to resolve the type I leak, but afterwards a transgraft/type IV endoleak was evident from the cuff. Also, the bend/fold in the aorta was right at the stentless portion of the bifurcated graft and this area of the graft became pinched which reduced blood flow through the ipsilateral side. An aneurx limb was implanted successfully to restore flow and the iliac limbs were not crossed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention) - eval results: arterial and venous occlusion; endoleak. Moderately calcified, reverse funnel and short in length aortic neck.